Event description:
A (B)(6) male with copd (a chronic lung disease) had swallowed a pillcam sb2 capsule. Capsule endoscopy was performed to investigate iron deficiency anemia. In fact, he had no symptoms before or after the ce procedure. The video showed the capsule was aspirated immediately after swallowing. The capsule was found to be in the lung only after routine x-ray was done several days after the ingestion. The pt underwent bronchoscopy and the capsule was removed without complication.

Manufacturer narrative:
Although the pt had no history of swallowing problems and the capsule ingestion was uneventful, one may suspect, however, that the pt does indeed have a swallowing problem if he did aspirate the capsule without any coughing or gagging. Swallowing disorder is a recognized contraindication to the use of capsule endoscopy.